Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after two sample attempts, the first slide of a biopsy instrument allegedly self-activated. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One maxcore biopsy needle was retuned for evaluation. The cannula of the device fired automatically during the drop test. An x-ray showed insufficient cannula tang engagement, and upon disassembly it was noted that the left bumper was bent. Based upon the cannula firing automatically this investigation is confirmed for the alleged self-activation. It is possible that the bent left bumper contributed to the reported and identified self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during a prostate biopsy into normal tissue density after two sample attempts, the first slide of a biopsy instrument allegedly self-activated. Reportedly, another device was used to complete the procedure. There was no reported patient injury.